Event description:
Medtronic received information that eight months following the implant of this bioprosthetic valve, the valve was explanted as there was "stuff all over it". Upon explant, a hardened spot was noted on the valve. No adverse patient effects have been reported. No additional information is available and the product will not be returned.

Event description:
Medtronic received information that eight months following the implant of this bioprosthetic valve, the valve was explanted as there was "stuff all over it". Upon explant, a hardened spot was noted on the valve. No adverse patient effects have been reported. No additional information is available and the product will not be returned.

Manufacturer narrative:
Analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device is not expected to be returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. If additional information is received or the device is returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Supplemental report sent to record user facility medwatch number to associate with medtronic's medwatch (B)(4). In addition, photos of the valve were received. Based on the photos, thrombus was noted on the cusps of all leaflets and minimal pannus noted on the sewing ring and on the tissue and base stitching, along the inflow and outflow margin of attachment. Without the actual device to examine, a thorough investigation could not be performed to confirm. However, thrombus and pannus are usually considered a patient related condition. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.